Event description:
Dexcom g7 sensor has again failed. I depend on this meter for blood sugar control but this is the 2nd failure out of 3 sensors. I have to wait up to 1 week for a replacement to be sent out. Customer service is like talking to a robot. They have no answers to my questions. This product is falsely advertising. Maybe if they spent more money on the actual product and less on advertising their product might work. Ref report: mw5155508.